Event description:
On (B)(6) 2022 in situ measurements were indicative of a device malfunction. Re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. According to the implant registration card 3 electrode contacts have been out of cochlea since initial implantation. The problems described in the recipient report appears to match the damage found. This is a final report.

Event description:
On 02-jun-2022 in situ measurements were indicative of a device malfunction. Reportedly, beforehand the user had sound awareness with the device. The user has been re-implanted.